Manufacturer narrative:
G4: 06oct2020; b4: 27oct2020. H11: b5: the customer reported , during testing of the unit, device shuts down with high priority alarm and the navigation ring is not functional. H10: the field service engineer (fse) confirmed the issue. The fse identified the power management board as defective, the top cover was damaged, and the battery was due for replacement. The fse replaced the power switch overlay, power management board, battery, and top cover to resolve the issues. The fse reported the navigation ring was no longer an issue after the power management board was replaced. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer reported the device shuts down with high priority alarm and the nav ring is not functional. The field service engineer (fse) confirmed the issue. The fse also identified the power management board defective, top cover was damaged, and battery was due for replacement. The unit was not in use and there was no patient or user harm.